Event description:
It was stated that the customer experienced high blood glucose levels between 18 and 21 mmol/l. It was also stated that the insulin pump did not give a no delivery alarm. There were no tubing clamps to conduct the high pressure test. The tubing clamp was mailed to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.